Event description:
A malfunction was reported on the pump with no notable events occurring prior. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted with resetting the pump. The issue did not recur after the reset, and the customer was advised to continue using the pump and to call back if any further malfunctions occur.